Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead could not connect to the device header. The lead was not used and was replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.